Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. The visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at 10.9cm to 11.5cm proximal to the suture sleeve tie impression. The cause of the reported noise was the exposure of the outer coil in the abrasion zone, which was consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.